Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was on the power module when the power at home went out. The pt experienced a red heart alarm on the system controller and immediately switched to batteries. The pt reported the power module backup battery was not functioning. The pt was not affected by event.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.